Event description:
Customer alleges the lancet sometimes remains in his finger, does not retract, and that he must physically remove it from his finger. No medical or surgical intervention required. Return requested and replacement was sent.